Event description:
Multiple cases have been reported where the patient has sustained an increase in skin redness around the adhesive edges of the bovie pad and continued redness after removal. No burns have been reported, just an increased/greater than expected amount of redness. Staff have identified at least three lot numbers where this has occurred.